Event description:
It was reported that patient was presented in the operating room for change out due to normal eri. Pre-operative fluoroscopy was done and revealed the lead having externalized conductors. Lead remains implanted. Patient is in stable condition.